Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-20. H6: investigation summary: bd received 189 samples (lot 9095594 - exp 31st of september 2020) and 102 samples (lot 0115178) and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor serum(not separating/cloudy) with the incident lot was observed. To further investigate, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory for evaluation and upon completion, no issues relating to poor sample quality were observed. Return sample testing: returned tubes from each lot provided, were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. None of the samples were cloudy. Retention sample testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor serum) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor serum/cloudy sample based on a review of the photos provided for batch 0115178. Batch 9095594 could not be confirmed as the product expired on 31sep2020. Return and retention sample testing was satisfactory. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® cat plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there seems to be an issue with the clotting agent within the tubes, as we're having countless issues with our samples after centrifugation. Many of the serum tubes are not separating after centrifugation to the point that we have been unable to aliquot many of our serum samples." There were no erroneous results reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095594. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-04-05. Medical device lot #: 0115178. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-04-24. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® cat plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "there seems to be an issue with the clotting agent within the tubes, as we're having countless issues with our samples after centrifugation. Many of the serum tubes are not separating after centrifugation to the point that we have been unable to aliquot many of our serum samples." There were no erroneous results reported.